Event description:
The end user alleges she was putting the unit in the back of her van and while covering the unit with a blanket she accidentally caught a lanyard that was around her neck on the controller resulting in a fall. The end user sustained a compression fracture to her lower back and was hospitalized.

Manufacturer narrative:
No device problem, no eval necessary. User error caused event. The end user did not have the unit shut off to prevent unintended motion.